Event description:
The customer stated the device was given to them by the family member of a decreased person. The decreased was on dialysis and had a colostomy bad at the time of their death. No allegations against the device. The customer called wanting a new manual. A request was made for the return of the suspect device and replacement product was sent.